Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experiences poor performance with use of device. Programming changes were made, however this did not resolve the issue. Revisions surgery is under consideration.